Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during surgery the tip of the device broke. The broken piece was not retrieved and will remain inside the patient. The surgery was completed successfully with another of the same device . Follow-up investigation: this incident was noticed post-op. They made x-rays and saw a 1mm triangle fragment. A macroscopic reconciliation of the needle and instrument used in the procedure was performed and based on the reconciliation the surgeon is confident that the fragment seen in the x-ray is from the arthrex scorpion needle.

Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during surgery the tip of the device broke. The broken piece was not retrieved and will remain inside the patient. The surgery was completed successfully with another of the same device . Follow-up investigation: this incident was noticed post-op. They made x-rays and saw a 1mm triangle fragment. A macroscopic reconciliation of the needle and instrument used in the procedure was performed and based on the reconciliation the surgeon is confident that the fragment seen in the x-ray is from the arthrex scorpion needle.